Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 6.0 x 40, 40cm mustang balloon was advanced for dilation. However, during the third inflation for 20 seconds, the balloon ruptured just before 20 atmospheres. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.